Event description:
Voluntary medwatch received states low pacing impedance, under-sensing, signal artifact, myopotentials over-sensing, far r wave over-sensing, inappropriate pacing, and a diagnostic issue. Programming changes were discussed. No adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5102727 additional malfunction code of incorrect measurement a090805, also noted and should be reported.